Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5153653/5153692, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that following post permanent implant procedure the patient was experiencing left foot pain. It was also reported that the physician did not mention anything was device related and unsure of its cause. The physician was also unaware of any issue from the recent procedure. The patient underwent an explant procedure. The patient was doing well postoperatively.